Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to dislocation. Components not revised: profemur® renaissance® long neck plle-s014 1621394, dynasty® shell dbfp-ge54 1736663.